Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/12/2014. (B)(4).

Event description:
A nurse reported that a system received a system message during a procedure. The procedure was completed after rebooting the system. There was no patient harm.